Event description:
During a procedure for treatment of a gastrointestinal bleed, the tip and the needle guide tube of the injection gold probe fell off into the pt. The guide tube was retrieved with a snare and the tip was left to pass. The pt's condition was reported as fine. The device was destroyed by the user facility and, therefore, co is unable to perform a failure analysis. Without evaluating the device, co is unable to determine if the device met specs. A lot history review showed no other complaints for this lot number. User technique and/or pt anatomy may have contributed to this event. However, co is unable to determine the relationship between this device and this event.